Manufacturer narrative:
Additional information was received that the patients pain was located at the lower back and was due to loss of coverage from lead migration. The patient underwent a revision procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing worsening lower back pain on the left side. It was unknown if the symptom was device related or not. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-74, serial #: (B)(4), description: avista MRI perc lead kit, 74 cm.

Event description:
A report was received that the patient was experiencing worsening lower back pain on the left side. It was unknown if the symptom was device related or not. The patient will undergo a revision procedure.